Manufacturer narrative:
(B)(4). Approximate age of device - 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018, an inr check revealed inr 1.9 and the patient was given an extra dose of coumadin. The patient woke up the morning of (B)(6) 2018 with eye pain and worsening headache leading to nausea/vomiting and collapse. The patient initially demonstrated left sided deficit with little to no movement. The patient was presented to the emergency department (ed) where the patient remained unresponsive. Up to this admission, the patient had been doing well except for cognitive difficulties. A head CT scan showed acute large left cerebral intraparenchymal hematoma and left 15 mm holohemispheric acute subdural hematoma with 2cm left to right midline shift with right ventricular entrapment. A CT scan also showed basal cistern effacement and suspected early acute brainstem infarct. The patient exam revealed fixed, dilated pupils bilaterally with up going toes. The patient¿s case was reviewed in depth with emergency room team and (B)(6). It was reportedly felt that the patient had irreversible, profound neurologic injury with large intracerebral hemorrhage (ich) with midline shift and brainstem herniation. The patient was therefore admitted for comfort care and terminal extubation. This was discussed with the patient¿s family at length and decision was made to pursue comfort care. The patient was given versed and morphine prior to terminal extubation and deactivation of lvad around 10:30 (B)(6) 2018. The same drips was started for comfort. The patient passed away on comfort medications surrounded by family at approximately 17:30 on (B)(6) 2018. The pump would not be returned and no autopsy would be performed. Reportedly the lvad functioned as intended. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding, stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.